Manufacturer narrative:
We are unable to perform the evaluation and testing of the device as the actual device involved in this incident was discarded and lot number of the device was not provided.

Event description:
Per the reported information, while the doctor was performing a procedure of a tenotomy on a knee with a tenex handpiece (tx microtip), the needle broke off and remained inside the patient. The broken portion of the needle was removed from the patient easily by hand. The doctor used another tenex handpiece (tx microtip) to complete the procedure. There was no injury nor adverse event to the patient resulting from this incident.